Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call insulin flow blockage. Customer's blood glucose was as high as 350 mg/dl. Customer advised they changed out their entire set three times and the insulin flow continues to be blocked. Customer advised the no delivery occurred during a bolus and basal attempt. Troubleshooting for insulin flow blocked was performed.